Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the neuro tip of the device was bent/damaged, the color band was chipping/fading, the device was corroded, and the bearing was worn. It was further determined that the device failed pretest for visual assessment. Therefore, the reported condition that the device was broken was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported that the craniotome device was broken. During in-house engineering evaluation it was determined that the neuro tip of the device was bent/damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.